Event description:
During troubleshooting for an unrelated alarm, the home patient (hp) stated that they saw air in the patient line. This occurred during fill one of four on a homechoice (hc) machine. The hp was connected at the time of the alarm. There was nothing found with the setup during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) advised the hp to start over using new supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available, therefore an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.